Manufacturer narrative:
D4 - primary unique device identifier (UDI) #: (B)(4). E1 - name and address: ind corrected to (B)(6). H4 - device manufacture date: 06-oct-2022 corrected to 03-oct-2022. Claim # (B)(4).

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/eposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4)

Event description:
A healthcare professional representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault with shallow ac. The lens remains implanted. Cause of the event was reported as unknown.